Event description:
The customer reported the system would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monitor needed to be replaced, but no conclusion can be drawn as repair information is not available.